Event description:
Right subdural drain placed on 9/2/94. On 9/3/94, when pulling right subdural drain for removal, drain broke leaving 3 cm in the subdural space. On 9/8/94, surgery was performed to remove retained subdural drain.